Event description:
Healthcare professional reported "damaged shipping box", "the outer cellophane is intact with just the box a little pushed in. The seal on the box is breached", "implant box was damaged and therefore not used for surgery". The device has not been implanted. The surgery was successfully completed with a back-up device.

Manufacturer narrative:
DHR/fi noted: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. The device has not been received for analysis in the device analysis laboratory yet. According to the current risk documents the event of " breach of sterile barrier seal" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: a.2., h.10.

Event description:
Healthcare professional reported "damaged shipping box", "the outer cellophane is intact with just the box a little pushed in. The seal on the box is breached", "implant box was damaged and therefore not used for surgery". The device has not been implanted. The surgery was successfully completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (the box has a little pushed in. The seal on the box was damaged). Damage is observed in the box. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device was not implanted.

Event description:
Healthcare professional reported "damaged shipping box", "the outer cellophane is intact with just the box a little pushed in. The seal on the box is breached", "implant box was damaged and therefore not used for surgery". The device has not been implanted. The surgery was successfully completed with a back-up device.